Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as 2134265-2015-07767. It was reported that wire separation and vessel perforation has occurred. A 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to distal right coronary artery. A 2.00mm rotalink plus and 330cm rotawire were selected to treat the target lesion. During the procedure, ablation was performed with 1.5mm burr using a rotawire extrasupport. Then ablation was performed with a 2.00mm rotalink plus. The rotawire extrasupport was replaced with a 330cm rotawire floppy using a micro catheter. After the wire was replaced, it was noted that the 330cm rotawire floppy could not be manipulated properly when the burr was delivered to the coronary artery with dynaglide mode. The 330cm rotawire was checked and found to be separated from the proximal side of the wire. They attempted to remove the wire using a snare, however, the coronary artery was perforated and the segment of the wire could not be removed. A surgical bypass procedure was performed and the segment of the separated wire was removed completely. No further patient complications were reported and the patient's condition was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual inspection was performed and the device returned fractured in two sections. Evidence of torsion/tension overload was noted. Moreover, the distal section has the body kinked at 4.1cm approx. From the distal end. All the outer diameter measurements are within the specifications. No other issues or defects noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that wire separation and vessel perforation has occurred.a 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to distal right coronary artery. A 2.00mm rotalink plus and 330cm rotawire were selected to treat the target lesion. During the procedure, ablation was performed with 1.5mm burr using a rotawire extrasupport. Then ablation was performed with a 2.00mm rotalink plus. The rotawire extrasupport was replaced with a 330cm rotawire floppy using a micro catheter. After the wire was replaced, it was noted that the 330cm rotawire floppy could not be manipulated properly when the burr was delivered to the coronary artery with dynaglide mode. The 330cm rotawire was checked and found to be separated from the proximal side of the wire. They attempted to remove the wire using a snare, however, the coronary artery was perforated and the segment of the wire could not be removed. A surgical bypass procedure was performed and the segment of the separated wire was removed completely. No further patient complications were reported and the patient's condition was stable.